Manufacturer narrative:
No product will be returned per customer because the product was not sequestered. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that a secondary infusion of cetuximab 820mg/410ml ran faster than the intended rate. The infusion was programmed to run over one hour. But thirty minutes after the infusion was started, the nurse noticed the medication bag was already empty. The event occurred at the outpatient infusion clinic. There was no patient impact. Per customer's internal analysis, it was determined that the event was due to a programming error and no further investigation is being requested.

Event description:
It was reported that a secondary infusion of cetuximab 820mg/410ml ran faster than the intended rate. The infusion was programmed to run over one hour. But thirty minutes after the infusion was started, the nurse noticed the medication bag was already empty. The event occurred at the outpatient infusion clinic. There was no patient impact. Per customer's internal analysis, it was determined that the event was due to a programming error and no further investigation is being requested.

Manufacturer narrative:
Additional information: h6 patient code. The reported issue that an infusion of the drug cetuximab 820mg/410ml ran faster than the intended rate was confirmed via log review only, no devices were returned for investigation. The secondary infusion of the drug cetuximab had been programmed with its concentration at 820mg / 600ml for duration at 1 hour which had the rate at 600ml/h. The reported intended concentration was 820mg / 410ml, and if programmed for duration at 1 hour would have a rate at 410ml/h. The customer reported the root cause was programming; the investigation did find the concentration entered was different than the reported intended concentration for the infusion of the drug cetuximab and is believed to be the programming error. Device history review: review of the sn(B)(6) service history record showed the device had a manufacture date of 11feb2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 16jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 04mar2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 16jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.